Event description:
A other health care professional contacted technical service to report that when used with the golvo 9000 lift, the universal slingbar composite hook broke. This occurred during patient use. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Upon inspection, the hrc technician confirmed that there was a break in the composite hook part of the slingbar. The device has been removed from service awaiting repair. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Investigation on previous similar cases concludes that the universal slingbar will not break if it is used as intended. The universal slingbar can hold the load it is designed for if the load is applied according to instruction for use. Tests demonstrate that the composite hooks on the universal slingbar can withstand more than 780 kg load until breakage. Our investigation further shows that the breakage of the composite hook can occur at lower weight if the load is not centered, the load is applied in only one hook or the load is not applied inside the hook as intended. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift although there was no serious injury associated with the reported event, if the sling bar hook were to break during patient lift, it could contribute to a serious injury or death. Therefore, baxter considers this complaint a reportable malfunction.